Event description:
It was reported that the insulin pump alarmed compromised forced sensor system alarm. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: a33 alarm during basic occlusion test due to protruded/loose drive support disk. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip.(B)(4).